Event description:
Medtronic received information that two years post implant of this transcatheter bioprosthetic valve, a chest x-ray revealed a possible stent fracture. Fluoroscopic imaging confirmed a stent fracture with three small wire fractures noted. One occurred at each end of the stent and the third occurred in the mid-section at a welding point. None of these appear to have resulted in loss of stent or valve integrity. No intervention was required and the patient will return for a follow-up in six months as previously planned.

Manufacturer narrative:
Product analysis: the valve remains implanted and therefore, has not been returned to medtronic for analysis. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history review is in process, once the review is complete a supplemental report will be submitted. (B)(6). (B)(4).